Manufacturer narrative:
The customer reported that the display is shifted up, and the information is not viewable. The service technicians found that the display cable was not properly seated within the connector. After they properly seated the cable, the display functioned normally. As a secondary finding, during the factory burn-in acceptance testing, the technicians found that the device freezes. They root caused the failure to a malfunctioning motherboard pcb. The service technicians replaced the failing motherboard, and the device passed all final factory accpetance testing. Welch allyn returned the device to the customer.

Event description:
The display information was shifted up and not viewable. As a secondary finding during acceptance testing, the device froze.